Manufacturer narrative:
The patient complained that the sensor, which she thought was inserted during the insertion procedure on (B)(6) 2024, could not be paired nor detected with the transmitter. A transmitter diagnostic log was initially requested from the patient. Upon reviewing the transmitter log, it was confirmed that the transmitter indeed did not detect the presence of a sensor. The patient was recommended to visit hcp for further assistance in determining the location of the sensor. The patient visited hcp on (B)(6) 2025 who confirmed via palpation and ultrasound that the sensor was not present in the arm. The sensor likely remained inside the insertion tool and the hcp might have not noticed it. But since the hcp believed that sensor was inserted successfully, the insertion tool was discarded as it is for a one-time use. Thus, insertion tool was not accessible for further evaluation and the root cause of the incident could not be determined. The patient was inserted with a new sensor on (B)(6) 2025 and was confirmed via a review of data management system (dms) that the new sensor got linked with the transmitter.

Event description:
Senseonics was made aware of an incident where the patient had to go through another insertion procedure because during the initial insertion procedure on (B)(6) 2024, the sensor remained in the insertion tool but was believed to be inserted. But the sensor could not be linked or detected with the transmitter. The hcp later found via ultrasound that no sensor was present in the arm.